Event description:
It was reported that patient experienced hospitalization due to high blood glucose level (400 mg/dl), feeling unwell caused by bent cannula event on (B)(6) 2026. The site of insertion was on abdomen. The infusion set was in use for several hours. The patient remined in hospital for more than twenty four hours and was treated with pen injection.

Manufacturer narrative:
E1: (B)(6). Name: medtronic minimed street: 18000 devonshire street city: northridge state: ca zip code: 91325. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.